Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited noise when connected with the pacing system analyzer (psa). The noise was oversensed. It was further noted that the physician experienced difficulty placing the lead in the patient and difficulty connecting the lead to the header of the pacemaker. Subsequently the ra lead was attempted and not implanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection <<noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm the lead to header insertion difficulty as during testing the lead terminal end was placed in an is-1 header with no anomalies noted.

Event description:
This report is being filed to submit the analysis results.